Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the retainer ring was cracked and button was sticky. Customer stated that the retainer ring was physically damaged and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.